Event description:
Customer reported visible air bubbles in the cartridge. There was no adverse impact to the customer's blood glucose level. Customer planned to use insulin injections as backup therapy, cts arranged for replacement cartridges and a replacement pump, provided instructions for placing pump into storage mode and returning problematic pump within required timeframe, and advised customer to set up pump settings and reconnect cgm on replacement pump, with no additional outcome information received beyond these actions.